Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -6.5/3.5/088 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a same model; size lens but different power due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown. "For the first time, the double eye ticl was installed reversely."

Manufacturer narrative:
(B)(4). (Under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: it was later reported "during the first operation of this patient the left and right eyes of the lens were reversed the left lens of the right eye was loaded and the right lens of the left eye was loaded so the refractive surprise occurred after the operation. After the operation the doctor found the cause of refractive surprise when checking the whole operation process. Lens of the same size were then reordered for secondary surgery." Claim# (B)(4).

Manufacturer narrative:
Additronal information: h6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: type of investigation: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Device evaluation: h3: type of investigation:10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).

Manufacturer narrative:
Additional/corrected information: b5- "the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -6.50/3.5/088 (sphere/cylinder/axis) into the patient's left eye (os) (B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchanged for the same model/ length lens; different axis and the problem was solved. Additional information reportedly was " for the first time the double eye ticl was installed reversely". It was later reported that "during the first operation of this patient the left and right eyes of the lens were reversed the left lens of the right eye was loaded and the right lens of the left eye was loaded so the refractive surprise occurred after the operation. After the operation the doctor found the cause of refractive surprise when checking the whole operation process. Lens of the same size were then reordered for secondary surgery." The reporter indicated the cause of the event is unknown." Claim# (B)(4).